Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. However, media provided by the customer was inspected and showed evidence of the reported catheter kinked.

Event description:
It was reported that a catheter issue occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. There were no issues with imaging but when the catheter was done collecting images post the stent ivus run, it was found to be fused to the wire. Everything needed to be pulled out together and since it was the end of the case, the procedure was completed with a final angio. The device had been removed from the patient in one piece while connected to the wire and a kink was noted at the guidewire exit port. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. There were no issues with imaging but when the catheter was done collecting images post the stent ivus run, it was found to be fused to the wire. Everything needed to be pulled out together and since it was the end of the case, the procedure was completed with a final angio. The device had been removed from the patient in one piece while connected to the wire and a kink was noted at the guidewire exit port. There were no patient complications.